Event description:
I would like to speak to someone regarding my medtronic pain pump implanted on (B)(6) 2014. I have had and continue to have major negative symptoms which have left me with zero quality of life. The only answers that I have never received from the pain pump installer is "it is 100% no chance that it has anything to do with the pump nor the medication in the pump." Nobody will take any responsible for this pump. I have been seen and tested by over twenty drs regarding all of the symptoms and it always comes back to the medications. My health is not good and I need your help. They are using a medication that is not approved by the FDA according to your statements. They have also used two medications in the pump at the same time which immediately caused horrible symptoms with a chemical taste and smell that sent me to the emergency room (ER) and I cannot explain how extremely bad that experience was to my body and mind. There are too many things to list on this site. I am interested in helping to provide info regarding my experience with this procedure. A few are noted as follows: major muscle jerking / twitching (my head, legs, arms, etc. Move by themselves); my eyes open and close by themselves with extreme pain; profuse sweating from the head; goosebumps from freezing while sweating profusely from the heat; very high heart rate (252) and lowered to 32 in the same day; hr increases just taking shower, cannot move around; migraine headaches; bp goes high and low without moving. I am on oxygen because my oxygen drops into the 70's. I have had so many tests done and there are a lot of things wrong with me but it always comes back to the pump. FDA safety report ID# (B)(4).